Event description:
It was reported that after fluoro was started on the 2600 system and during the exposure, the system would sound like the fluoro was on but the image on the monitors was not updating. The system was set up to aquire images at 4fps at the time of the problem. The system had to be rebooted to continue. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.